Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The implantable cardiac monitor could not be interrogated. No intervention or patient symptoms were reported.

Event description:
New information noted that the device was explanted on (B)(6) 2016. The patient had no complications with the procedure.